Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The specific lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion?

Event description:
It was reported that during a lap appendectomy, the staples didn't occlude the blood vessel. Vessels near the appendage, they were oozing. Unknown for sure how the case was completed, thought about over stapling. The vessel that feeds the appendix when he went to clip it and seal it with the stapler, it was oozing and it had some blood spurting. It did cut the tissue. The appearance of the deployed staples look normal, didn't deploy all of them. The staples that made it on the tissue were not malformed. They look like they have the right form to them. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r5a39d. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? The bleeding was controlled by using cautery. Less than 10 ml of blood loss. No transfusion needed.